Manufacturer narrative:
UDI = (B)(4); upon receipt, visual inspection identified no device anomalies. The seal plug was intact and there was no evidence of any arc marks on the device casing. The laboratory technician verified that communication with the device could not be established using a tablet programmer or specialized engineering programmer. No magnet tones were generated with magnet application. The device casing was opened and electrical measurements identified a depleted battery cell. A 9 volt supply was substituted for the depleted battery and a high current drain was noted. Extensive testing was performed and the no telemetry condition was the result of a depleted battery caused by a high current drain. The high current drain was the result of high energy overstress damage to the device's high power output module and a segment of the high voltage integrated circuitry. The root cause of the high energy overstress damage was inconclusive.

Event description:
----

Manufacturer narrative:
(B)(4); the device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to infection. The local representative reported that this device could not be interrogated. Ts suggested that a magnet could be positioned over the device to check for battery tones and deactivate shock therapy. Boston scientific received information from the local representative that a magnet was positioned over the device and no tones were generated. The device was received at boston scientific's return products department.